Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The device was evaluated upon receipt. It was noted during servicing that the circulation pump motor had dried out bearings. Replaced circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the nurse stated that the arctic sun device was not cooling patient. Noted issues last night and thought they resolved but device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.2c, targeted temperature (tt) was 36c, water temperature (wt) was 29.5c and 4 large pads connected. System diagnostics was outlet monitor temperature (t1) was 29.5c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 29.5c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was 7psi, circulation pump command (cpc) was 76 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 9043.2, pump hours was 8368.8. Noted device need to be sent to biomed labeled 113 (reduced water temperature control) for evaluation of mixing pump. Per nurse no other devices available. Only other device was currently in use. Noted they would need to find an alternate method for therapy. Per review of wo on 05apr2023, bad mixing pump, coming in for the 2000-hour pm service. Per sample evaluation results received on 10may2023, it was reported that the arctic sun device was primed to fill. It was stated that the double bend tube and chiller evaporator tube were found expanded during servicing. It was also stated that the tank seals were found lifted from the tank and had torn seals. It was noted that the circulation pump motor had dried out bearings.

Event description:
It was reported that the nurse stated that the arctic sun device was not cooling patient. Noted issues last night and thought they resolved but device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.2c, targeted temperature (tt) was 36c, water temperature (wt) was 29.5c and 4 large pads connected. System diagnostics was outlet monitor temperature (t1) was 29.5c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 29.5c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was 7psi, circulation pump command (cpc) was 76 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 9043.2, pump hours was 8368.8. Noted device need to be sent to biomed labeled 113 (reduced water temperature control) for evaluation of mixing pump. Per nurse no other devices available. Only other device was currently in use. Noted they would need to find an alternate method for therapy. Per review of wo on (B)(6) 2023, bad mixing pump, coming in for the 2000-hour pm service. Per sample evaluation results received on 10may2023, it was reported that the arctic sun device was primed to fill. It was stated that the double bend tube and chiller evaporator tube were found expanded during servicing. It was also stated that the tank seals were found lifted from the tank and had torn seals. It was noted that the circulation pump motor had dried out bearings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.